Manufacturer narrative:
Additional information: g3, g6, h2, h3, h6 and h10 due to the unavailability of photographs, specific quantities of the affected material, and samples available for evaluation, it is not possible to determine the root cause of the event. The results of the functional tests, pivot opening, tightness, thickness monitoring, bottle seal diameter and thickness monitoring, backpressure opening, and statistical inspections by stage, as well as each of the rejections due to defective items identified and segregated during product manufacturing, are available. Test results comply with validated parameters and product specifications.

Event description:
It was reported to vyaire medical that during use, the hospital staff noticed that the 002620 - humidifier kit 500ml 12/cs was easily disengaged from the oxygen gauge. They also observed that it constantly alarms, and the pressure is building up inside the bottle, which causes it to expand or bloat. Upon inspection, they noticed that the oxygen port opening was too small. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Also, the issue happened with three lot numbers. Please see (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.